Event description:
It was reported that during a low anterior resection procedure, there was some difficulty in firing at the first stroke of the first firing. Then an abnormal sound was heard during the firing. After the firing, the jaw did not open. Neither the release button nor the manual release lever worked to open the jaws. The jaws eventually did open for an unknown reason. The doctor commented that the staples of proximal part had not been formed properly and the tissue might have been thick. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Release button post. The ec60 device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home positon. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.